Event description:
Product analysis (pa) was completed on the suspect lead. The alleged ¿lead fracture¿ was not duplicated in the pa lab. A cut opening was noted on the silicone tubing, resulting in a cut in the positive coil of the lead. The cut appeared to have occurred during the explant surgery; however, this could not be confirmed within the scope of the pa lab. However, the presence of the cut lead coil likely contributed to the reported explant due to lead break. Apart from the cut tubing/lead coil, the condition of the returned lead was consistent of conditions typical of explanted leads. Setscrew marks on the connector pin indicate that at one time good mechanical and electrical connection existed between the generator and lead. Abrasions were noted on the silicone tubing; however, there were no abraded openings. The electrode helices were noted to be tangled, resulting in bends in the electrode ribbons and partial detachment of the electrode ribbons and the silicone helices. This was likely related to manipulation at explant and is not indicative of a device failure. The lead tubing had the dried remnants of what appeared to have once been body fluids inside the silicone tubing, with no obvious leakage paths apart from the cut tubing opening and the cut ends of the returned lead portions. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portions. No additional relevant information has been received to date.

Event description:
The suspect lead was received by the manufacturer. Product analysis has not been completed to date.

Event description:
It was reported during a generator replacement surgery due to normal depletion high impedance was seen. The impedance prior to starting surgery was ok. Connection between the lead and generator was re-verified, and high impedance was still seen. A new generator was attached to the lead and the connector pin was verified to be fully inserted, and high impedance was seen. Therefore, a lead fracture is suspected; however, it was noted that the lead could have possibly been damaged during the surgery since impedance was ok prior to surgery. The lead was not replaced during this initial surgery. The patient later went in for a lead revision surgery, and the impedance after lead revision was ok. The suspect lead has not been received by the manufacturer to date. No additional relevant information has been received to date.